Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is increased friction in the internal wheel mechanism from excessive force, leading to abrasion of the casing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/24/2025, a sales representative reported that an ar-6068-25tr 25°, tight curve, right, quickpass lasso experienced an issue during a labral repair procedure on (B)(6) 2025. The plastic casing around the nitinol wire frayed intraoperatively inside the patient, with the plastic casing around the nitinol wire delaminated, rendering the device unusable. The broken fragment was retrieved, and there was no patient harm or significant procedural delay. Additional observations included that the lasso wheel felt rough out of the box. The case was completed using a replacement ar-6068-25tr device. No details regarding bone preparation or bone quality were documented. Additional information was received on 11/26/2025: the ar-6068-25tr 25°, tight curve, right, quickpass lasso device exhibited fraying and delamination of the plastic casing around the nitinol wire on first use while being deployed through the labral tissue. The surgeon noted that the wheels felt rough prior to insertion. No surgical delay or additional anesthesia occurred, as a second device was available and used. No photos or videos of the complaint device were provided.